Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds). A visual examination of the crimped stent found damage to the distal side of the stent with struts bunched, stretched and lifted both distally and proximally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 339 mm from the hub. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02-feb2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 2.75x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed. No patient complications were reported. However, returned device analysis revealed stent damage.